Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion had moderate tortuosity and mild calcification. The voyager was used for pre-dilatation. At the second inflation, the balloon ruptured at 6 atm and was changed to another company's balloon. After another company's stent was deployed, the procedure was completed. There is no add'l event or pt info.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. Reportedly, the lesion was mildly calcified which could have contributed to mechanically damaging the balloon material such that it ruptured upon inflation. No adverse pt effects were observed as a result of the balloon rupture; however, without a returned device for analysis, a root cause for the balloon rupture cannot be determined.